Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
Further medical records was received on 13jun2018 from the lawyer via email. The patient reported her experiences as follows: as per patient's medical history, the patient does not have any vision problems. It was reported that the patient worn colored cosmetic contact lenses since 2013. She had used this type of contact lenses once or twice a month on an irregular basis in the evening. The patient also added that there were periods which she didn't wear these contact lenses for several months. On 20jul2016, the patient purchased the alleged contact lenses with contact lens care product as recommended by the optician. On (B)(6) 2016, the patient had used new contact lenses for three and a half hour at night. She removed the contact lenses, placed in a contact lens care solution and felt stable at night. On (B)(6) 2016, the patient stated that she felt sensation of a grain of sand in her left eye (os) in the morning and thought that it was a small sty irritating her os. On the same day, the patient reinserted the contact lenses and unable to tolerate the contact lenses especially on her os as she felt a distinct feeling of a grain of sand on os. And her os became red late in the afternoon as reported. The patient reported that she took an oral paracetamol for pain with unspecified dosage without any local treatment like eye drops. On the night of (B)(6) 2016, the patient experienced a sleepless nights due to severe os pain with headaches in the left hemisphere of the skull. On (B)(6) 2016, she went to a hospital for an emergency treatment. Due to patient's os condition, the attending emergency physician made an emergency appointment to another hospital. And on her transfer, the patient found that the light was unbearable and experienced a severe os pain. She was examined and diagnosed with corneal abscess on the os. The patient was hospitalized for six days between (B)(6) 2016 and was treated with unknown local antibiotic with eye drops (unknown) and analgesic (unknown) infusions. On patient's discharge, treatment was prescribed like local eye drops (unknown) to be instilled for several months. The patient was closely monitored during her consultations and referred to a corneal specialist on (B)(6) 2017. She was also examined by an ophthalmologist specializing in fitting contact lenses. The corneal specialist mentioned the possibility of a corneal transplant in the os. Due to patient's fear of the transplant, the corneal specialist suggested the insertion of rigid contact lenses with the ophthalmologist. It was reported that the patient has been wearing a rigid contact lens for six months (end of 2017). The patient indicated that she's comfortable with the contact lenses and used sodium chloride eye drops and unknown artificial tears. It was described that the patient's eye lesion was found as opaque, paracentral corneal scar on the left cornea. The opacity was the sequela of a corneal abscess induced by pseudomonas aeruginosa which caused a major decreased of patient's visual acuity on os at 2/10th parinaud 5 that cannot be improved. And with visual acuity of 10/10 on patient's right eye (od). On (B)(6) 2018, the patient's eye examinations were as follows: visual acuity test: right eye (od), the distance vision was measured at weak 8/10th without correction and increased to 10/10th with contact lens of -0.50 (110-0.25). The od near vision was measured at parinaud 2 with an additional contact lenses of +1.25 (age-related presbyopia). Left eye (os), the distance vision was measures at 2/10th with her rigid contact lens and the near vision was measured at parinaud 5, temporally offset, with an additional contact lens of +1.25. The ocular tone was not measurable on os due to the presence on the rigid contact lens. The patient also had undergone a slit lamp examination for both eyes. On od, the examination was normal. While on os, wear of a rigid contact lens with good mobility but with major conjunctival hyperemia. Following the ablation of the contact lens, it was noted that there was no uptake of fluorescein dye by the cornea. There was a large, round, whitish, sub-epithelial scar with appearance of central and para-central flattening of the cornea. The scar was slightly offset nasally in relation to the pupil, located at horizontal meridian (from 9 o'clock to 3 o'clock). It was also circular in appearance with a size approximately 2.5mm in diameter. The corneal topography via pentacam showed that: the right eye was uneventful. The left eye (os) was reorganized in its topography and its curvature radii with a marked reduction in corneal thickness, in the pathological area corresponding to the site of the former corneal abscess. As per medical record, the patient's eye condition was not likely to deteriorate with status of non-progressive. It was also noted that no improvement is possible unless patient decides to undergo a corneal transplant.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Patient code- 3191 (light sensitivity). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on (B)(4) 2017 from the attorney via email, inclusive of hospitalization report on (B)(6) 2017. It was noted that the reason for consultation was to seek advice on left eye os following corneal abscess. Diagnostic examinations revealed as follows: visual acuity of right eye (od), 10/10 with -0.75 and left eye (os), 2/10 with -0.50; intraocular pressure (iop) 12/5; penta with optical coherence tomography (oct) on od was normal whilst in os it resulted to hyper reflective anterior stromal infiltrate reaching visual field; via pentacam with readings of os k1 41 k2 44.5 km 42.8 pachy: min 466 apex 410 and flattened cornea on the nasal half k at 36; and slit lamp on os the findings was stromal scar taking the anterior half of the cornea with signs of activity. The doctor¿s recommendation was adaptation to hard lenses, otherwise the patient will undergo a deep anterior lamellar keratoplasty (dalk).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported on 05/12/2017 by an attorney following an incident presented by a female patient, the patient bought a colored contact lens without correction with a lens care solution bottle on (B)(6) 2016, which she used temporarily for her summer break. On (B)(6) 2016, the patient went to ophthalmology emergency unit and was diagnosed with an 'abscess with corneal edema due to an infection' on the unknown eye after wearing her contact lens only once. It was also noted that the patient had presented with an infiltrate, and was prescribed with an unspecified antibiotic eye drops with an unspecified treatment modality. The vision of the patient had dramatically decreased especially on the left eye (os), even when corrected, the far visual acuity stayed at 2.5/10 for which she had to wear multifocal glasses. Corneal graft placement was recommended due to the 'persistence of a paracentral corneal leukoma, reaching the optical axis.' At the time of initial report, the patient's eye status had recovered with unspecified sequelae. Additional information was received on 05/18/2017 from the attorney, inclusive of patient hospitalization reports, medical prescriptions and medical certificate. It was noted that the patient was hospitalized from (B)(6) 2016 for the event of 'left eye (os) corneal abscess due to pseudomonas aeruginosa.' Diagnostic examinations revealed as follows: far vision visual acuity: counts the fingers at 50 cm; slit lamp: persistence deep round abscess with clear borders of 2.5 x 2.5 mm with corneal edema, significant tyndall effect, without hypopion. On (B)(6) 2016, the patient was discharged with a favorable outcome with reinforced antibiotic eye drops in a context of pseudomonas abscess. In addition, the discharged treatments for the patient's os were also noted as follows: tobramycin and dexamethasone eye drops, one drop six times daily and ofloxacin eye drops, one drop six times daily. Other medical prescriptions for the os were received by patient according to dates as follows: on (B)(6) 2016, the patient was prescribed tobramycin and dexamethasone eye drops, one drop five times daily for five days; ofloxacin eye drops, one drop five times daily for five days and paracetamol 1g, 1 tablet for pain every six hours for four days. On (B)(6) 2016, sodium hyaluronate eye drop, one drop four times daily for ten days was prescribed. On (B)(6) 2016, the prescription was tobramycin and dexamethasone, one drop three times daily for seven days; dexamethasone phosphate, one drop three times daily for three weeks; sodium hyaluronate, one drop four to six times daily for one month; vitamin a ointment, one application on the affected eye in the evening for ten days and prescription of multifocal glasses. On (B)(6) 2016, tobramycin and dexamethasone eye drops, one drop three times daily for seven days and paracetamol with codeine, 1 tablet for pain to be given every six hours for four days. It was also noted that after weeks of treatment with topical antibiotics, the event has resolved with sequelae based on the ophthalmic exam (unspecified date) as follows: corrected far vision visual acuity in os stayed at 2.5/10; corrected near vision visual acuity in os at p10 and os slit lamp exam resulted to persistence of a paracentral corneal leukoma, reaching the optical axis and responsible for the visual acuity decreases.